Manufacturer narrative:
An event of heart block (left bundle branch block) during the implant procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient the patient had bradycardia atrial fibrillation, resulting in left bundle branch block at the time of pre balloon aortic valvuloplasty, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the valve was implanted at a 4.0 mm depth from the non-coronary cusp, which is deeper than the optimal 3 mm depth. Based on available information, a cause for the reported event could not be conclusively determined. It is possible that patient condition contributed to the reported event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Event description:
It was reported that on 24 nov. 2023, a 25mm navitor valve was selected for an implant. Originally, the patient had bradycardia atrial fibrillation (af brady), resulting in left bundle branch block at the time of pre balloon aortic valvuloplasty (bav). Prior to navitor placement, self-pulse could not be detected. Even after navitor implantation, self-pulse could not be detected. Therefore the patient left surgery room with a temporary pacemaker in placed. At a later date, the self-pulse was confirmed. However, considering for permanent pacemaker. It is unknown if this is atrial arrhythmias or ventricular arrhythmias. The patient's condition is stable.